Event description:
The user facility reported that during an unspecified laparoscopy procedure, the image gradually became noisy, and completely lost with an error which stated "scope communication err b30" a few minutes later. The procedure was completed with a different similar device. There was no patient harm reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report. The device reportedly has been used without problems after that. The device was not yet returned to olympus for evaluation. The exact cause of the reported phenomenon cannot be determined, but insufficient connection between the device and a video processor due to user handling cannot be ruled out as contributory factors. If significant additional information is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on december 24, 2015. This supplemental report is being submitted to provide investigation results based on a retrospective review of complaint record. The subject device was returned to olympus medical systems corp.(omsc) for evaluation. Image difficulty was not reproduced by manipulating the bending section or applying impact to the distal tip and the video connector, but was reproduced by incompletely connecting the video connector to the video system center, (B)(4). The manufacturing record of the subject device was reviewed with no abnormality possibly associated with the reported phenomenon. The manufacturing record of the subject device was reviewed with no abnormality possibly associated with the reported phenomenon. The exact cause of the reported event could not conclusively determined, however inadequate handling could not be ruled out.